Event description:
It was reported by the edwards sales representative that prior to the transfemoral transcatheter aortic valve replacement (tavr) procedure, after opening and upon inspection of 9000tfx26mm sapien valve, a green spec was noted on the leaflet. Furthermore, it was noted that the spec was not able to be removed during rinsing, and that it appeared to be a piece of green suture or dye. The decision was then made to open and prep a second valve for the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation. A visual inspection did not reveal any observable damage to the frame, skirt, or leaflets of the valve. One greenish particulate was found on the rough side of one leaflet, confirming the reported complaint. The particulate was removed from the valve and chemistry analysis was performed. Infrared (ir) spectrum of the isolated greenish particulate showed similar absorption characteristics when compared to silk material a device history record (DHR) review for the returned device was performed. The affected device work orders were evaluated and did not reveal any issues during manufacturing that could be related to the event. The bill of materials (bom) for the valve, including packaging material, was reviewed and there was no green silk based materials found. A possible use for silk material is for clothing. The sources of the silk particulate could not be confirmed, but it is speculated that a fiber from the manufacturing technician's clothing could have been introduced onto the valve during the manufacturing process. Edwards enforces strict gowning procedures in each production cleanroom. As part of a previous investigation, a corrective action was identified and implemented to address this issue. The manufacturing sop was updated to clarify a preexisting inspection step to look for foreign particles on the valve and inside the jar. Note this valve was manufactured prior to the implementation date of the corrective actions. No further actions are required at this time.